Event description:
As reported, when the physician inserted a 5f mynx control vascular closure device (vcd) into the 5f non-cordis sheath, the physician felt resistance and the device could not be inserted. Therefore, manual compression was progressed, and hemostasis was completed. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The puncture site was the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure was a percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed that the sealant remained in the manufacturing position and was prematurely exposed.

Manufacturer narrative:
Complaint conclusion: as reported, when the physician inserted a 5f mynx control vascular closure device (vcd) into the 5f non-cordis sheath, the physician felt resistance and the device could not be inserted. Therefore, manual compression was progressed, and hemostasis was completed. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The puncture site was the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure was a percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vcd, 5f (ce mark) was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that buttons 1 and 2 were not depressed. The stopcock was set in the closed position. The sealant remained in its manufactured position and was prematurely exposed. No damages to the atraumatic wire were observed. In addition, the sealant sleeve was found damaged, a kink was found. The procedural sheath was not returned for analysis. No other outstanding details were noticed. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample catheter sheath introducer (csi) was intended to be performed as is indicated in the IFU. However, it was not possible due to the damage on the sealant sleeve. Per microscopic analysis, the sealant sleeve was inspected under the vision system to obtain a magnified image, and a kinked condition was found at the outer sleeve. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdraw test could not be executed due to the kinked sealant sleeve. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the condition of the exposed sealant from the kinked sealant sleeve. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force applied during insertion or improper insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.